Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No unexpected audio/beep anomaly or beeping anomaly noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector was noted. Pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that their insulin pump was beeping continuously, and had unresponsive buttons. Customer got a no delivery alarm and could not clear the alarm. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.